Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, incorrect sizing.

Manufacturer narrative:
This follow-up MDR is created to document the returned device and updated lot number. A titan pump, two cylinders and a reservoir were received. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. However, because quality's examination may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician's observations of such as the reason for surgical intervention.